Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 314 mg/dl with symptoms of dehydration and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received phone advice regarding treatment. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the black box indicated basal program 1 was being used by the patient. The pump was returned with basal program 1 set to 0.700 units/hour at 00:00, 0.875 units/hour at 04:00, 0.900 units/hour at 06:00, 0.900 units/hour at 12:00, 0.950 units/hour at 16:00, 0.875 units/hour at 18:30 and 0.8.25 units/hour at 22:30. The basal settings for (B)(6) 2017 were 0.750 units/hour at 00:00, 0.875 units/hour at 04:00, 0.900 units/hour at 06:00, 0.000 units/hour at 10:27, 0.900 units/hour at 10:30, 0.000 units/hour at 10:48, 0.900 units/hour at 10:51, 0.950 units/hour at 16:00, 0.875 units/hour at 18:30 & 0.8.250 units/hour at 22:30. The basal change history appeared to be inconsistent with the current basal program due to a ¿basal edit not saved¿ alert which was recorded at 10:29 on (B)(6) 2017, indicating that the user attempted to edit the basal rate but did not select ¿save¿. A 0.00 unit/hour rate was recorded due to the ¿basal edit not saved¿ alert. Additionally, the user manually changed the basal rate to 0.00 units/hour on (B)(6) 2017 from 10:48 to 10:51, a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad was tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).